Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer, device history record(DHR) review , and results from the legal manufacturer investigation. The customer further reported that the fault was detected and spare parts were ordered to repair the device on their own. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon could not be identified because information related to the malfunction of the device was not available and the subject device was not returned. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during a therapeutic cholecystectomy procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus and evaluated, and the reported overpressure was confirmed. Based on the results of the investigation, the root cause of the overpressure was due to a failure of the electro-pneumatic proportional valve/ pressure sensor/pressure sensor circuit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and h10 inspection details. Also, additional information is provided in b5, h7, h9. Correction to h10: the device was not returned to olympus; the device was inspected and repaired at the facility. A formal investigation was initiated to investigate the root cause.

Event description:
Additional information was obtained from the customer: - the system did not have an external pressure reducer, the connection was direct to the bottle. There was no other gas source used. - at the time of the event, the front panel did not turn off, the equipment continued to operate. - when the code "overpressure" was entered, the warning light came on and the warning sound was heard. There was no record of the pressure reading. - there was no other gas source used. - the relieve mode was set to ¿on¿. - it was noted that pintchvalve was activated when overpressure occurs in the abdominal cavity. However, despite the ¿y¿ piece being connected to the valve, it was not used automatically to the expulsion of smoke. - to date, the equipment is operating completely normally, after the corresponding repair, the equipment has not presented any failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to the legal manufacturer's final investigation. Due to the design, excessive pressure cannot occur due to a failure of the electro-pneumatic proportional valve. Therefore the cause of the excessive pressure was a failure of the printed circuit board (cr board). However, a definitive root cause not be established.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The issue occurred during a therapeutic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction to b5 for information inadvertently left out of previous report. This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit has excessive pressure. There was no patient involvement, no harm or user injury reported due to the event.